Manufacturer narrative:
(B)(4). Additional information & corrected data: lot number and expiration date. Additional information: the customer clarified that the issue was found during an inspection prior to spiking or priming the set, but after the set was removed from the packaging. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured 03/09/2015 ¿ 03/10/2015. The device was received for evaluation. Visual inspection revealed black particulate matter on the spike. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To correct this condition, the supplier of the component has been notified of the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type solution set had black powder on the spike. The issue was discovered prior to priming. There was no patient involvement. No additional information is available.